Event description:
It was reported that the patient presented during clinical follow-up post implant procedure. Through x-ray, it was noted that the atrial lead had dislodged. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.